Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results generated from alinity I processing module for multiple patients. The results provided were: on (B)(6) 2025 sid (B)(6). Prolactin initial=7.73 ng/ml /repeated=15.25 ng/ml tsh initial= 0.4332 ulu/ml /repeated=0.916 uiu/ml sid (B)(6): prolactin initial=7.63 ng/ml /repeated=15.04 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) performed troubleshooting, including log review and determined the wash zone probe (08c94-36) the cause of the result issue. The part replacement which resolved and the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of complaint and trending data associated with the wash zone probe did not identify an increase in complaint activity. A review of the alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the wash zone probe.

Event description:
The customer observed falsely decreased results generated from alinity I processing module for multiple patients. The results provided were: on (B)(6) 2025 sid (B)(6). Prolactin initial=7.73 ng/ml /repeated=15.25 ng/ml. Tsh initial= 0.4332 ulu/ml /repeated=0.916 uiu/ml. Sid (B)(6): prolactin initial=7.63 ng/ml /repeated=15.04 ng/ml. There was no reported impact to patient management.